Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2021-13396. Reference MFR. Report#: 1627487-2021-13397.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product testing. Lead migration could have contributed to the ineffective stimulation. The lead was returned in fair condition with buckling and fractures in the inner tubing. No broken wires were observed. The lead passed all functional tests. The root cause of the issue could not be confirmed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2021-13396. Reference MFR. Report#: 1627487-2021-13397. It was reported the patient's left side drg lead had migrated and their right side drg lead was not providing effective therapy. As a result, the patient's physician decided to explant and replace the patient's drg system to address the issue.